Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited failure to capture and was dislodged. The lead was attempted to be repositioned; however, the helix would not extend. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and failure to capture. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported events of helix mechanism issue and failure to capture were confirmed. X-ray inspection found the inner coil was overtorqued inside the connector region. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to overtorqued inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue and failure to capture was due to the helix being clogged with blood/ tissue and overtorque of the inner coil.